Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an ultrafiltration event occurred during hemodialysis therapy with an ak 96 machine, described as "after use, it was found that the actual ultrafiltration of the patient was 4800ml, but it was set to 3600ml at the start of treatment." There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6, h11. H11: the device was not received for evaluation; however, the device was inspected on site by a qualified technician. Dedicated testing was performed on the machine and the power supply units were replaced, however no test results were provided. A service history review was performed and found that the device has been serviced within the last 24 months for four (4) similar issues. All required service actions were completed in the last service cycle. The reported condition was verified. The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.